Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type, h6: patient code and device code additional information - h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient felt a burning sensation when he uses the 72r electrodes. The patient stated the skin was not red or itchy. The patient feels like an acid is being put on the skin. The patient tried cleaning the skin with alcohol. There were no welts no blisters. The patient does not know how often the electrodes were changed. The electrodes were moved every day. The patient has used the device for 3 days. The patient has had an irritation from electrodes from a heart monitor in the past. The patient has not contacted the doctor. The patient is allergic to walnuts and mirapex. The patient has no seasonal allergies and uses no new products. The patient will perform a time test with the replacement supply of 63b electrodes and call back if there are any issues. The patient stated that after one hour of using the electrodes the patient felt warm. After wearing the device for four hours, it felt like his collarbone was burning. The patient stated that no marks were left on his skin from the burning sensation. The patient said everything that supports his neck was burning including between his shoulder blades. The patient had rotator cuff surgery on his shoulder and is unable to take any pain medication other than tylenol every eight hours as he is also taking blood thinners. The patient described the pain level as at least an 8 out of ten. The patient has stopped using the device on his own and says the burning sensation has gone away but he is still feeling sore. The patient has not spoken to any doctor but does have an appointment. No further consequences have been reported at this time. Additional information: it was later reported that the patient spoke to their doctor and nothing was prescribed or recommended. The patient went on to state that his back was oozing fluid and is bandaged and he is unable to use the unit but plans to resume use when his skin heals. The patient also stated that the doctor does not seem to think that the issue with his back is related to the device or electrodes.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient felt a burning sensation when he uses the 72r electrodes. The patient stated the skin was not red or itchy. The patient feels like an acid is being put on the skin. The patient tried cleaning the skin with alcohol. There were no welts no blisters. The patient does not know how often the electrodes were changed. The electrodes were moved every day. The patient has used the device for 3 days. The patient has had an irritation from electrodes from a heart monitor in the past. The patient has not contacted the doctor. The patient is allergic to walnuts and mirapex. The patient has no seasonal allergies and uses no new products. The patient will perform a time test with the replacement supply of 63b electrodes and call back if there are any issues. The patient stated that after one hour of using the electrodes the patient felt warm. After wearing the device for four hours, it felt like his collarbone was burning. The patient stated that no marks were left on his skin from the burning sensation. The patient said everything that supports his neck was burning including between his shoulder blades. The patient had rotator cuff surgery on his shoulder and is unable to take any pain medication other than tylenol every eight hours as he is also taking blood thinners. The patient described the pain level as at least an 8 out of ten. The patient has stopped using the device on his own and says the burning sensation has gone away but he is still feeling sore. The patient has not spoken to any doctor but does have an appointment. No further consequences have been reported at this time.